Event description:
The device was used during a gastrectomy. Reportedly, the instrument did not cut. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported no pt injury occurred.